Manufacturer narrative:
The pod was returned fully deployed. The data indicates that the pod completed both first and second prime. The exact timing of the needle deployment is unknown. No damages or defects were observed in the device that would cause the needle to deploy early. The exact cause of the user reported event cannot conclusively be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms. The investigation found no evidence of any damage or manufacturing deficiencies to the soft cannula that would result in fluid failing to flow through the complete fluid path. No problem was found. The housing vent was observed to be damaged. The exact timing and cause of the housing vent damage could not be determined. The observed damage would not have led to the needle deploying early or the cannula being damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The cannula was bent.